Event description:
Hospital personnel responded to a patient requiring external pacing. According to the reporter, the pacing electrodes available on the crash cart did not fit the device's pacing cable connectors. The patient was transferred to another hospital without external pacing. No adverse affects were reported as a result of the alleged malfunction.